Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report have not been returned for examination. The investigation is not able to draw any conclusions as to the root cause for the pain reported. This matter is in litigation. Follow-up activities are being performed by the depuy legal team. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem. Stem was already added in the legacy. Added revision hospital, surgeon and lawyer in the associated contact. Updated patient's initials.

Event description:
Patient was revised to address a leg length discrepancy. Update - (B)(6) 2011, litigation papers allege patient experienced pain in the hip and thigh.